Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited an impedance of less than 100 ohms and no capture or sensing noted in the bipolar configuration. The lead was remained implanted and programmed to unipolar.